Manufacturer narrative:
Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Cmp-(B)(4).

Event description:
It was reported that while the surgical tech was dissembling the instruments after surgery the persona tibial articular surface provisional broke. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.